Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio determined that the cause of the reported issue was an electrically open inductor, designator l1, on the analog pcb assembly.  Physio observed that legs 2 and 3 of inductor l1 were shorted and had 3 k ohms of resistance when it should have been less than 1 ohm.  The resistance at l1 legs 2 and 3 caused 65.2 ma of off current to flow which depleted the device's battery and prevented the unit from powering on. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted, even with a known working battery installed.  There was no patient use associated with the reported event.